Event description:
A supervisor reported that following intraocular lens (iol) implant surgery, foreign material was noted behind the iol (possibly from the cartridge). A secondary surgical procedure was performed to remove the foreign material. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info provided from the account to properly complete an investigation. Add'l info was requested on 5/7/2012 and 5/14/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).